Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for radicular pain syndrome (radiculopathies) and spinal pain reported seeing a warning power on reset (por) message on the patient programmer on (B)(6) and therapy had stopped. When the consumer was asked what they were doing when the por occurred they stated they were at the bank and there were security screeners. It was also noted the consumer set off security gates when passing through them when stimulation was on. After exiting the bank the consumer was able to turn the device back on using the programmer. The consumer went back to the bank on (B)(6) and walked through the security screeners which fixed the issue and the implantable neurostimulator (ins) was working and they were feeling stimulation. The consumer noticed the ins was working after they came out of the bank and checked the implant with the patient programmer. It was recommended to the consumer that they meet with their healthcare provider (hcp) as a warning por had to be cleared using a clinician programmer. After the call was disconnected the consumer stated they just received a call from their hcp who told them there was no need to worry about their device. It was later confirmed with the consumer the issue was resolved, they no longer saw the por message, and therapy was working fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that stimulation turned off when going through a security screener and then later went to the same bank and the stimulator turned back on.